Manufacturer narrative:
Product was not returned to zimmer biomet. Not cleared for distribution in the us. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to there is no indication that the events including the death is related to the implants. Review of device history records found a deviation during the manufacturing process. The nonconformance was one piece was scrapped for inclusion for both manufacturing processes of parts 159540 and 159569. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clinical patient had an initial right oxford knee procedure on (B)(6) 2007 and an initial left oxford knee procedure on (B)(6) 2007. Patient reported on (B)(6) 2007 of severe bruising on left knee after uka which was resolved by(B)(6) 2008. Patient reported on (B)(6) 2008 of an old left ankle fracture. Patient reported on an unknown date in 2011 of a possible loose body in the left knee and of left knee locking that was resolved by (B)(6) 2012. Patient reported on (B)(6) 2012 of two fractured vertebrae in the past and of osteoporosis of the vertebrae.patient was reported to have expired on (B)(6) 2015 of unknown causes with implants believed to be in situ.